Event description:
During routine testing of the device at the service center, the service technician observed aluminum oxide build up on the inside of the manifold. No other details regarding the nature of the event were provided. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.